Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were trying to initiate therapy, but probe was not registering on the arctic sun device. Swapped out probe from patient temperature (pt1) to patient temperature (pt2). Spoke with nurse to make sure all probes were securely connected to the temperature in cables and cables were secure in the back of the device in the patient temperature (pt1) port. Advised therapy was run off of patient temperature (pt1) input. Nurses had turned off device, checked connections and patient temperature (pt1) was registering.

Event description:
It was reported that they were trying to initiate therapy, but probe was not registering on the arctic sun device. Swapped out probe from patient temperature (pt1) to patient temperature (pt2). Spoke with nurse to make sure all probes were securely connected to the temperature in cables and cables were secure in the back of the device in the patient temperature (pt1) port. Advised therapy was run off of patient temperature (pt1) input. Nurses had turned off device, checked connections and patient temperature (pt1) was registering.

Manufacturer narrative:
The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. Swapped out probe from patient temperature (pt1) to patient temperature (pt2). Spoke with nurse to make sure all probes were securely connected to the temperature in cables and cables were secure in the back of the device in the patient temperature (pt1) port. Advised therapy was run off of patient temperature (pt1) input. Nurses had turned off device, checked connections and patient temperature (pt1) was registering. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. Corrections: d, g, h. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.